Event description:
It was reported that pump alarmed channel error when tubing ballooned. On (B)(6) 2021, the nurse checked the pump as the alarm was indicating occluded. The nurse noted that the tubing seemed askew in the pump and was also getting a channel error, so the nurse opened the pump door. Upon opening the door, where the stiff tubing connects via the blue connector to the flexible tubing, there was an inflated balloon-like swelling that burst a second after opening. The patient had nicardipine running that sprayed out and into the nurse¿s face. The pump and fractured tubing were removed from service and taken to clinical engineering for review. A new set of tubing and new pump were set up and connected to the patient. This event happened in the critical care unit. No patient harm. Although requested, further information not provided.

Manufacturer narrative:
The root cause of the customers reported channel error was not identified. The pcu device log did not record a channel error on the reported complaint date. However, it is believed the customer observed occluded patient side alarms and not the reported channel error. The administration set complaint file (pr (B)(4)) observed that the root cause of the set ballooning and separating could not be determined. However, determined that at some point the set may have been pulled or stretched beyond the tension specification between the silicone segment and the sets¿ lower fitment during use or set loading. A review of the device history record showed the device had a manufacture date of 03/02/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. No product returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient information not provided.

Event description:
It was reported that pump alarmed channel error when tubing ballooned. On (B)(6) 2021, the nurse checked the pump as the alarm was indicating occluded. The nurse noted that the tubing seemed askew in the pump and was also getting a channel error, so the nurse opened the pump door. Upon opening the door, where the stiff tubing connects via the blue connector to the flexible tubing, there was an inflated balloon-like swelling that burst a second after opening. The patient had nicardipine running that sprayed out and into the nurse¿s face. The pump and fractured tubing were removed from service and taken to clinical engineering for review. A new set of tubing and new pump were set up and connected to the patient. Patient harm is unknown. Although requested, further information not provided.